Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). Arm positioner not turned to neutral during clip deployment the clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. Due to the condition of the returned device, the difficult to deploy could not be replicated in a testing environment. Device investigation found a bend in the mandrel. This damage may have occurred from further manipulation of the device during deployment or post procedure handling; however, this cannot be confirmed. Further inspection of the l-lock tabs under the (B)(4) microscope noted evidence of scratching on the outer surface of both tabs, which was likely due to an interaction with the connecter (inner component of the clip that is engaged with the l-lock tabs) during the maneuvers to deploy the clip. Potential causes for difficulty deploying the clip are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and functioned as expected. Manufacturing engineering further examined the lot to determine if the reported incident could be attributed to the manufacture of the device. The review included an in-depth assessment of actuator mandrel, actuator coupler, threaded stud, and l-lock assembly lots used within the manufacture of the device, as these parts can potentially contribute to difficult/unable to deploy. All lots were confirmed to be within their material specifications based on the incoming quality assurance inspections performed upon receiving these lots. Thus, it does not appear that the reported event was related to the manufacture of the device. In review of the reported incident, including the evaluation of the returned device, and the manufacturing records, there does not appear to be any indication of a device issue. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for difficult or unable to deploy the clip from this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as closing the clip too tightly or not returning the arm positioner to neutral prior to deployment). The information provided stated that during deployment, the arm positioner was left in the closed position instead of turning it to neutral as instructed by the instructions for use (IFU). It should be noted that in the mitraclip system IFU instructs the user to turn the arm positioner to neutral after re-establishing final arm angle and to confirm that the arm positioner is in the neutral position and that the two ends of the gripper line have been unwrapped from under the cap and are not twisted. Remove the release pin from the dc handle. In this case, it is possible that a combination of unidentified procedural interactions (curves on the device and/or anatomical conditions) and not turning the arm positioner to neutral during deployment resulted in increased tension on the device, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficult to deploy; however, this cannot be confirmed. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported difficulty deploying the clip could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Event description:
This report is filed as it was difficult to release the clip from the clip delivery system during deployment. Although there was no adverse patient effect, if this were to recur, there's potential of patient injury. It was reported that during a mitraclip procedure, one clip was successfully deployed medially onto the mitral valve leaflets. The second clip (10339845/(B)(4)) was prepared for use without any device issues and was inserted and advanced through the steerable guide catheter (sgc) without resistance. There were no extreme curves applied to the clip delivery system (cds) or sgc. The clip was successfully placed laterally. The clip deployment steps were followed as per the instructions for use (IFU) up to the second final arm angle test after the removal of the lock line. At this point, the physician left the arm positioner in the closed position instead of turning it to neutral as instructed by the IFU. The actuator knob was then turned the IFU directed eight counter-clockwise turns and was retracted approximately 1cm, but the clip had not released from the cds shaft as expected. The actuator knob was turned more and the arm positioner knob was turned to neutral, but the clip did not release. After some time and a lot of shaking movements of the cds, the clip was able to be released and deployed onto the mitral valve leaflets. Once the clip was deployed, everything was "fine." There were no adverse patient effects. The functional mitral regurgitation grade was reduced from 3 to less than 1 with the implantation of two clips. No additional information was provided.